Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection of the lead demonstrated a damaged insulation at approx. 29.5 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed and the coating of the conductor cables to the ring electrode a1, a2 and a3 was found damaged. These findings can be considered as the root cause for the intermittent oversensing mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. The deformations of the rv shock coil occurred most likely during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted due to intermittent oversensing. There were no adverse patient events reported. Should additional information be received, this file will be updated.